Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record revealed no manufacturing nonconformities complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult clip deployment and wedged clip could not be determined. Additionally, it is possible that user technique contributed to the reported irregular appearance (glue and stripped lock line); however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty deploying the clip, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After the clip delivery system (cds) was advanced to the mitral valve, the lock line cap was removed. While attempting to unwrap the ends of the lock line, it was observed that one end of the line was split into three ends and it appeared that glue was present on the line. The ends were cut outside the lock lever so the line could be unwrapped. During deployment, the clip did not initially detach from the delivery system and the clip was in a wedged position. The delivery catheter (dc) handle was turned in the clock and counter clockwise direction and after 4-5 minutes, the clip released from the cds. One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.